Event description:
Boston scientific crm received information that the patient with this product suffered from a pocket infection. There was no report of adverse patient effects due to the explant procedure. This lead is being used with a device as an external pacer system, linked by a y-adaptor with a temporary pacing wire as a temporary system and will be replaced once the infection has healed. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.